Event description:
During routine testing as part of a planned maintenance visit, a ge field service representative noted the vaporizer's interlock system was not functioning. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.